Manufacturer narrative:
Corrected data: date of event - (B)(6) 2015

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were returned and evaluated. Select jpeg images were submitted for review. The images provided do not allow for an evaluation in relationship to this event. The following additional lot number was involved in this event: lot #13856030 - MFR report #2017233-2015-00463.

Event description:
On (B)(6) 2015, the patient was treated for a thoracoabdominal aortic aneurysm (taaa). Three gore® viabahn® endoprosthesis were used to chimney the celiac artery and superior mesenteric artery (sma). One gore® viabahn® endoprosthesis was placed in the celiac artery and two gore® viabahn® endoprostheses were placed in the sma. On (B)(6) 2015, a type iii endoleak was noted on follow-up cta involving the devices placed in the sma. The gore® viabahn® endoprostheses had dislodged from the sma. On (B)(6) 2015, another gore® viabahn® endoprosthesis was placed in the sma to treat the type iii endoleak.